Manufacturer narrative:
A review of the manufacturing records for the device could not be performed as item and lot/serial numbers were not available. The device was discarded at the facility and, therefore, was not available for direct analysis by gore.

Event description:
On an unknown date in (B)(6) 2021, the patient underwent total arch replacement with elephant trunk technique to treat an aortic arch aneurysm. On (B)(6) 2021, the patient underwent emergency treatment using a gore® dryseal flex introducer sheath and a gore® tag® conformable thoracic stent graft with active control system for bleeding after the arch replacement procedure. It was reported that strong resistance was felt when the 20fr sheath was inserted and advanced from right common femoral artery (cause not reported). The gore® tag® device was advanced and deployed without any reported issues. A dissection was reportedly identified from the right common iliac artery to the right external iliac artery. According to the physician, the dissection was caused by the sheath being forcibly inserted into the access vessel. A bare stent was implanted to treat dissection. The patient tolerated the procedure.